Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptics broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -06.00 diopter, into the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2021 due to low vaulting and the problem was resolved. The surgeon did not implant another icl lens.